Event description:
The pt reportedly experienced pain and sound perception problems. The pt was seen at the center for device evaluation. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. In 2005, the pt was seen by a company representative for device evaluation. Testing performed confirmed that the device was functioning. The pt continued to be monitored by the center. The decision was made to explant the pt's device. Surgery to explant the pt's device was scheduled.